Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure in the non-calcified, non-tortuous proximal tibial/peroneal artery, via femoral access, a 2.0x200x150 armada 14 dilatation catheter was advanced without resistance to the target site. An attempt was made to inflate the balloon; however, the balloon failed to inflate. The device was withdrawn from the anatomy without resistance. A 2.0x80 armada 14 dilatation catheter was used successfully to perform dilatation at the target site. There was no adverse patient effect and no clinically significant delay in the procedure due to the device issue. No additional information was provided.